Event description:
The following has been reported by customer: pump error, customer sent in a request form reporting a pump error: air/set installation error. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in (B)(6) and its investigation was performed by our local technical team. According to provided information, nothing was noticed during both external and internal check (except that the pump found dirty). Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. The reported event could not be reproduced. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.